Event description:
It was reported that approximately two-month post implant procedure, the patient developed pleural effusion and pericardial effusion. Pericardial drainage was performed in the angiography room immediately and at the same time, heart damage was observed due to lead dislodgement that was confirmed under fluoroscopy. It was noted that a computerized tomography (CT) scan revealed that the right ventricular (rv) lead had perforated. It was also noted that a slight protrusion of the screw tip from the epicardium was visually confirmed, but no hemorrhaging was observed. The perforated region was treated with a myocardial protective sheet. The rv lead was repositioned under open thoracotomy and remains in use. No further patient complications have been reported as a result of this event.

Manufacturer narrative:
Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.